Event description:
The complainant reports an underdelivery. It was reported that 1500 ml were hung and the rate was set at 100 ml/hr. The pump was started at 3:00 pm and was checked at 10 pm, approx 50-100ml was delivered. The pump was reset, checked again at 3 am with no obvious delivery volume noted.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.